Event description:
It was reported that the patient recently had a full replacement and it was reported that now the incision opened and the wiring is exposed. She will be undergoing removal of the device/leads. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device return and evaluation is not necessary as the root cause is known an evaluation will add no value to the investigation.

Event description:
Patient had an infection and underwent a full explant. Both the lead and generator were confirmed hp sterilized prior to distribution.